Event description:
The customer reported that their "cardiochek plus is melting the batteries." The customer reported installing another set with the same result. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
Currently it is unknown whether or not the device may have malfunctioned, as the allegation could not be duplicated. The returned analyzer did not have compartment damage or overheat during the investigation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.